Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. A historical review of related complaints was not performed as the autopulse platform serial number was not provided.

Event description:
As reported, the user inserted a fully charged autopulse li-ion battery (sn (B)(4)) in an autopulse platform (sn unk), and the platform displayed a "replace battery" message. The battery, prior to platform insertion was checked and the battery status indicator displayed four green leds (fully charged). The user further tested the battery by charging it in the autopulse multi chemistry charger and the battery was unable to charge. The issue was observed during routine check and no patient was involved. This references the report of the platform displaying a "replace battery" message. The report of the battery not holding charge is referenced under MFR 3010617000-2017-00890.